Event description:
The customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving access 2 immunoassay system. Subsequent testing recovered lower results, within the normal reference interval. The elevated result was released out of the laboratory and questioned as it did not correlate with the patient's clinical presentation. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and performed hardware verification protocol and replaced the aspirate probes and peristaltic pump tubing. The fse primed the system and performed a routine system check and a high sensitivity system check; both passed within system specifications. The fse noted the customer mentioned witnessing some particulate matter in the sample. The unit conformed to the manufacturer's published performance specifications. The customer noted the sample appeared slightly hemolyzed. Quality control (qc) was within specification.